Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.

Event description:
It was reported, surgeon was locking the short 125 degree gamma nail distally through the targeting sleeve. The targeter did not ctr the drill bit into the screw hole in the nail. We then checked to make sure the nail holding bolt was tight and tried drilling again. Same hole, same result. Surgeon had to loosen the drill sleeve and direct the drill through the nail.